Event description:
Report of infection rec'd from device tracking report. Follow-up letter will be sent to health care provider for further info on this event.

Manufacturer narrative:
9/21/1998: h10 - additional info received from health care provider indicates that pt's cultures were negative. The pt was successfully treated with antibiotics. The pt's device was moved to a new sitie with no further complications.